Event description:
The core micro drill was sent for evaluation because it was running while on safe mode. The event occurred during testing, there was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corroded sockets were identified as the probable cause of the device running while on safe mode. Corroded sockets can cause increased impedance on the hall sensor line and this can lead to false run signals.